Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
It was reported that during a battery replacement, high impedance was observed once the new generator was implanted. The surgeon then disconnected the existing lead from the generator, cleaned it and high impedance was still seen. An accessory kit was then used on the new generator and high impedance, >1000 ohms, was observed. The old generator that was explanted was reconnected and the impedance was normal. The surgeon then implanted a backup generator. There was no impedance issues observed with the backup generator. Internal data from the generator was received and reviewed. The suspect device was received, and product analysis is underway. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Damage was observed to the canted spring, and damage was observed with the setscrew and septum. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). An interrogation, a system diagnostic test, a resistor load test, the output voltage was measured, a vbatt calculation, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There was no performance, or any other type of adverse conditions found with the pulse generator. Additional testing is underway on the generator.

Event description:
Additional testing was performed on the generator.